Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implanted neurostimulator (ins) was replaced and the patient was confused why. They stated it was not replaced due to normal battery depletion; rather, it was replaced because it was an "old model" and they put in an "updated one". They stated that the implant wasn't working properly, but couldn't clarify what "not working properly" meant. Their bladder was starting to hurt and they couldn't get the patient programmer to turn on or increase or decrease the stimulation, even after replacing the batteries. The patient also stated that they stopped feeling stimulation and the stimulator stopped working. They also experienced a return of symptoms. There were no further complications reported or anticipated.